Event description:
Blue introducer detached from peg tube during insertion with normal traction. Grasped end of peg which was left in abdomen with hemostat per physician and pulled to correct positon.